Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for retraction issue with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 891335. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that a retraction issue occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter. "Failure of the needle auto retract."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a retraction issue occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "failure of the needle auto retract."